Event description:
During transport, the philips v60 non-invasive bi-pap stopped working. Screen turned black with white lettering of 100a code. Bi-pap was removed from pt during transport from cath lab. Pt was intubated in cvra.